Event description:
Boston scientific received information that this left ventricular (lv) lead was explanted due to dislodgement. A different lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If additional information should become available to our company, this event would be updated.